Event description:
From hosp's medwatch (8/23/96): "pt arrived to ER with CPR in progress; pacer pads placed (ant/post position); pt in v-fib; defibrillated thru pacer pads x2 without problems; on 3rd defib attempt an electrical arc on anterior pad was noted; after this pacer would not funciton."